Manufacturer narrative:
Visual examination of the provided pictures identified explanted implant with black tissue and bone cement. No further evaluation can be made from the provided picture. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic lucencies about the tibial stem with areas of bone resorption/demineralization consistent with loosening and/or infection. Also noted chronic joint body in the medial posterior superior joint recess. Nonspecific soft tissue densities in the posterior distal thigh. A definitive root cause cannot be determined. Per package insert for the nexgen cr, ps, cra, lps and lcck knee: loosening, wear is known adverse effect of the system. Based on the sterile certificate review and implant been implanted for more than 10 years, we can confirm that the infection is not caused by the implant. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00111314001 - palacos rg 1x40 single - 66484167. 00598802014 - stem extension offset - 60881163. 00599003601 - prc agmt block post sz f 5mm - 60808969. 00599403217 - articular surface with locking screw - 608796361. 00598800300 - stemmed tibial component - 60873440. 00598800326 - tibial block and screws precoat size 3 5 mm thickness - 60815725. 00598800327 - tibial block and screws precoat size 3 10 mm thickness - 60836306. 00598802013 - stem extension offset - 60881142. Unknown competitor cement. 00599401692 - femoral component option for cemented use only size f right - 60856338. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01923, 0001822565-2020-01924, 0001822565-2020-01925, 0001822565-2020-03331, 0001822565-2020-03333, 0001822565-2020-03334, 0001822565-2020-03335.

Event description:
It was reported that approximately 12 years post implantation, the patient was revised due to blackened tissues, femoral loosening, and wear at the junction of the femoral component and stem extension. Attempts have been made and no further information was provided.